Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated, but was found multiple times in the event history log. The downstream occlusion sensor was replaced as a preventative measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Other text: information was received on 29-dec-2021 indicating that the pump did not fault while in use with a patient. No patient was involved in this event.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was alarming cassette not attached properly, device was reported to have been just repaired.